Manufacturer narrative:
A device history record (DHR) review was conducted, which indicated that all inspections were completed, and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The technician did not observe any physical damage. The technician performed the functional test and the reported issue of under infusion was not duplicated. The device operated as intended. The device passed all the functional and electrical testing. The root cause could not be determined as the reported issue was not confirmed and complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that there were five different occurrences of under infusion reported for the same h-1200 and separate complaints were initiated for each occurrence. No patient injury was reported.